Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving dilaudid 20mg/ml at 5mg/day via an implantable pump. The indication for use was non-malignant pain. It was reported the pump moved, slid down. It was reported there were cosmetic concerns not erosion. There was no dissatisfaction with the shape or size, however implant depth concerns were reported. The patient had lupus, chrohn¿s disease and neuro degenerative disease which helped cause the issue in the pump pocket. The healthcare provider was going to revise the pocket and secure the pump with a mesh pouch. Additional information received reported that the issue was ¿pump moving¿. The issue was resolved as the pump was revised and a mesh pouch placed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.